Manufacturer narrative:
The suspect medical device was returned to the manufacturer for evaluation/investigation. However, the exact cause of the user's experience and the reported phenomenon could not be determined yet since the evaluation/investigation is still ongoing. As soon as the investigation results and final evaluation are available, this report will be updated.

Event description:
Olympus was informed that during cleaning/reprocessing after an unspecified therapeutic procedure, it was noticed that the ceramic insulation at the distal end of the resection sheath had broken off and was missing. An image was taken where the device fragment was found inside the patient. A follow-up procedure was then scheduled to retrieve the fragment. No further information was provided but there was no report about an adverse event or patient injury.

Manufacturer narrative:
The suspect medical device was returned to the manufacturer for investigation. The investigation confirmed that the ceramic insulation at the distal end of the inner sheath had broken off. Furthermore, there is molten material at the bottom of the ceramic insulation at the edge of the tube and there are signs of corrosion on the yellow sealing. In addition, the laser marking is spalling off. The cause of this damage and the breakage of the ceramic insulation is most likely mechanical overload by the application of excessive force. Therefore, this event/incident was attributed to use error. Furthermore, a material or quality problem can be excluded since a manufacturing and quality control review was performed for the affected lot number of the resection sheath without showing any abnormalities. The case will be closed from olympus side with no further actions but the reported event/incident will be recorded for trending and surveillance purposes. In addition, the user will be informed about the investigation results and retrained to correctly use the olympus medical devices.